Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision due to aseptic femoral loosening reported most likely was the result of mechanical loss of fixation due to cement adhesion failure. Contributions from the type of cement used, cementing technique, or environmental conditions in the operating room at the time of implantation cannot be determined from the provided information and the devices were not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a patient underwent a left knee revision, date unknown. An image of the revision knee appears to be logic knee components. The femur debonded from the cement. They were revised to competitor's devices. The patient was last known to be stable following the event. No devices available for return, no reason provided. No additional information.